Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation or soreness, headaches, sore throat, nasal blisters, shortness of breath, difficulty sleeping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 03, 2022, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation or soreness, headaches, sore throat, nasal blisters, shortness of breath, difficulty sleeping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was zero error code found. The manufacturer service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit passed final testing. Section h6 updated in this report. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid and component code grid has been updated.